Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line). This occurred while the patient was connected to the device for peritoneal dialysis (pd) therapy. The reporter stated that the patient had disconnected from the device prior to the alarm without using proper disconnect procedures. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause was determined to be that the user had disconnected from the device without using proper disconnect procedures. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. Users are not instructed to disconnect during therapy unless for an emergency disconnect procedure. The guide provides step-by-step instructions for properly disconnecting during emergencies. Should additional relevant information become available, a supplemental report will be submitted.